Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18702. It was reported the patient experienced shocking sensations to face when changing programs on their dbs system. In turn, the patient underwent surgical intervention wherein the extension and ipg were explanted and replaced to address the issue. Reportedly, the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.